Manufacturer narrative:
The field service engineer determined there was an issue with the vacuum nozzle. The nozzle was replaced and the analyzer was verified to be working within specifications. The investigation determined the issue was resolved by the service actions.

Event description:
The initial reporter stated that they received a discrepant result for one patient sample tested with ise indirect na for gen.2 on a cobas 8000 ise module. The sample initially resulted with an na value of 130 mmol/l which was reported outside of the laboratory. The doctor questioned the result, so the sample was repeated on (B)(6) 2019, resulting as 138 mmol/l. The repeat result was believed to be correct. No adverse events were alleged to have occurred with the patient.